Event description:
Rn went to hang piggyback IV antibiotic. When she pulled the stopper from the bottom of the vial and began to mix the powdered medication into the fluid in the bag, the fluid started to leak out from the top around the vial.